Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the coulter act diff analyzer's white blood count (wbc) bath overflowed and leaked onto the counter. The customer was wearing gloves, lab coat and protective eye wear and followed their lab procedure for cleaning a bio-hazardous spill. No one came into contact with the leak. No one sought medical attention and there was no death, injury or change to patient treatment attributed to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and observed a plugged / clogged waste valve. The fse flushed out the waste path. The fse also discovered a loose drain tube at a y-fitting under the red blood count (rbc) bath. The fse refitted the tubing. The fse performed startup and qc yielding within specifications. The repairs were verified and the system was validated. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).